Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
When the jl4 diagnostic catheter was removed from the package, it was noticed that the hub had a "piece missing." It was not clinically used in the patient. Another jl4 catheter was used for the procedure.